Event description:
It was reported that the control module has a cracked blue cable dc motor adapter. This was identified prior to breast biopsy. There have been no patient consequences reported.

Manufacturer narrative:
Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the dc motor adaptor. Part replaced that was unrelated to the customer complaint was the vacuum system - vso. After servicing, the unit passed all qa testing processes. Complaint info is trended on a regular basis to determine if further investigation is warranted.